Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) farfield oversensed atrial signals on the ventricular channel, resulting in inhibition of ventricular pacing. The physician elected to cap the nonguidant atrial lead and plug the atrial ICD port. No lasting adverse patient effects were reported.